Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to discomfort and itchiness at the abutment site. The patient was reimplanted with a transcutaneous osia implant system during the same surgery.